Event description:
A customer reported that the adc device would not power on with either button press or test strip insertion. The customer was therefore unable to obtain glucose results and experienced a loss of consciousness due to hypoglycemia. However, the customer reported they were able to self-treat with glucose injection, then soda. There was no report of third-party intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.